Event description:
This lead was explanted and replaced due to dislodgement. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 22 cm distal to the is-1 connector pin. Two fragments were received for analysis. A distal part including the lead tip was not received. It is reasonable to assume that the lead was cut during the explantation procedure. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed several cuts in the insulation which most likely resulted from the surgery. Due to the missing lead tip the electrical inspection of the lead was not properly feasible. The analysis of the available fragments did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.